Event description:
The patient is a (B)(6) male who underwent c4-5 and c5-6 anterior discectomy, inter body fusion and anterior plate instrumentation utilizing an alphatec trestle luxe anterior fixation plate on (B)(6) 2016. Periodic postoperative imaging documents migration of a plate fixation screw, prompting operative removal and replacement with a different fixation plate on (B)(6) 2017.